Manufacturer narrative:
An authorized field technician and a representative from ferno were dispatched to the customer's location to evaluate the subject stretcher. A visual and functional evaluation was conducted and the reported issue could not be duplicated. The stretcher was observed to be well maintained. The cot was able to lock into place each time it was cycled up and down and in and out of the ambulance. The underside of the bed surface, linkages and locking pins were inspected and found to be in good condition and operating properly. The auxillary lock was also tested and confirmed to be functioning as intended. The patient is alleging back injury; however, no additional details on the injury were provided.

Event description:
It was reported while unloading a patient from the ambulance the head end of the cot allegedly lowered to the bumper of the ambulance. The medics reported the patient remained restrained to the cot and there were no observations of trauma or injury. The patient is alleging injury as a result of the incident.

Event description:
It was reported while unloading a patient from the ambulance the head end of the cot allegedly lowered to the bumper of the ambulance. The medics reported the patient remained restrained to the cot and there were no observations of trauma or injury. The patient is alleging injury as a result of the incident.